Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse stated that the patients implantable cardioverter defibrillator (ICD) system "is not working properly." Follow-up with the patients clinic revealed the patient had passed away nine days later. No further information was able to be obtained.